Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The customer reverted to using multiple daily injections as a backup therapy.